Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. On 08/01/2023, it was reported that the patient experienced a history of low (cgm reading of 40 plus) for days and subsequently experienced unconsciousness 5 times. There was no allegation of continuous glucose monitor (cgm) malfunction during those episodes. The sensor was changed at noon and the patient experienced presyncope at an undocumented time later. The patient called 911. The cgm receiver was displaying signal loss, and the blood glucose was not checked. The patient was treated with carbohydrates, and 2 dextrose (10%), and glucagon (1 mg) and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, it was reported that the patient experienced low readings (cgm reading of 40 plus) for days. The sensor was changed at noon and the patient experienced presyncope an undocumented time later. The patient called 911. The cgm receiver was displaying signal loss, and the blood glucose was not checked. The patient was treated with carbohydrates, and 2 dextrose (10%), and glucagon (1 mg) and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.